Event description:
Reporter indicated that patient has not felt stimulation for "a couple of months" and has experienced an increase in seizures. Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The eri (elective replacement indicator) flag was no, indicating that the patient's generator was not at the end of service. The patient's lead is implanted on the left vagus nerve, but the generator is implanted on the right side of the chest since the patient has another implanted device on the left. Further follow-up revealed that surgery is scheduled for 2002 to replace both the generator and lead.